Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms was able to be confirmed. The heartmate 3 system controller (serial number: (B)(6) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 1 hour ((B)(6) 2024 from 08:34:56 ¿ 09:45:20 per timestamp). Atypical power cable disconnect alarms were intermittently active due to rsoc invalid faults on (B)(6) 2024 from 09:29:55 ¿ 09:45:09. The alarms occurred on both power cables while connected to battery power. The atypical power cable disconnects intermittently occurred simultaneously resulting in no external power alarms. The backup battery was able to provide power to the system during the alarms. The alarms were able to resolve on their own. There were no other notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. The root cause of the reported event was unable to be conclusively determined through this investigation. Heartmate iii instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including power cable disconnect and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller (serial number: (B)(6) and was found to pass all manufacturing and qa specifications before being shipped to the customer. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was brought into the emergency department by emergency medical services after being found with confusion and alarming left ventricular assist device (lvad). When on the pbu there were no alarms, however when the patient was transitioned to batteries, low battery hazard alarms were triggered. The batteries and clips were replaced with no resolution and no obvious signs of damage were found on the cables/inner prongs. Log files were submitted for review and captured odd voltages on battery power. A system controller exchange was recommended. Related manufacturer reference number: 2916596-2024-04152 (pump).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the system controller was not exchanged prior to imaging. The cause of the patient's confusion was determined to be active drug use and the patient was told to stop.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.